Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a 23 g x 1 in. Bd integra" 3 ml syringe with detachable needle the needle was slow in retraction. There was no report of medical intervention.

Manufacturer narrative:
Results: DHR review for batch 7121741 (p/n 305270): manufacturing dates: 06/05/2017 to 06/12/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7121741 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one used 3ml integra syringe with an opened package was received by bd (B)(4) and confirmed to be from batch 7121741 (p/n 305270). Two photos also accompanied the sample. In the photos, the stopper can be observed insecurely attached to the plunger prior to the syringe being used. The physical sample was visually evaluated. The syringe was labeled with a sticker menactra and the plunger/needle mechanism was activated, indicating it was manipulated. The stopper was at the bottom of the barrel near the zero line. The stopper was observed to still be slightly angled but mostly corrected after needle retraction activation. Conclusion: bd (B)(4) was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Although bd was able to duplicate or confirm the customers indicated failure mode, an absolute root cause was not determined.